Event description:
It was reported that the catheter was difficult to flush and could not be irrigated due to blockage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the device was being prepared it took a lot of effort to flush the catheter through the flush lumen. When the catheter was connected to the irrigation pump it could not be irrigated due to an apparent blockage. The sheath was replaced and the procedure was completed. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device inspection no visual damage was observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was functional in undeployed state, but not functional in basket and flower state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that the catheter was difficult to flush and could not be irrigated due to blockage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When the device was being prepared it took a lot of effort to flush the catheter through the flush lumen. When the catheter was connected to the irrigation pump it could not be irrigated due to an apparent blockage. The sheath was replaced and the procedure was completed. No patient complications were reported. The catheter has been received for analysis.